Manufacturer narrative:
MDR 2517506-2019-00181 was filed for the same event. The customer contacted the siemens customer care center (ccc) and reported a discordant depressed sirolimus (siro) patient result obtained on the dimension exl with lm instrument. Siemens is investigating the event.

Event description:
A discordant depressed sirolimus (siro) result was obtained on a patient sample on a dimension exl with lm instrument. The result was reported to the physician (s). A diluted sample from the same patient was processed with the same instrument and higher results were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed siro result.

Manufacturer narrative:
Initial MDR 2517506-2019-00182 was filed on 26-apr-2019. Additional information (09-may-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed sirolimus (siro) result. The patient with the discrepant result was on several other medications in addition to sirolimus. These other drugs included tacrolimus and the antibiotics rifampicin/rifampin and amoxicillin/clavulanic acid. Hsc has reviewed the information provided. Hsc requested additional data in order to perform a more in depth investigation however this data was not provided. The cause of this event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Supplemental MDR (B)(4) was filed for the same event.